Event description:
On (B)(6) 2010, pt reported, the up and down buttons on the infusion device "hesitate." This was noticed on the morning of the report. Pt has used this infusion device for over 2 years and boluses 5-6 times per day. Both buttons pop up after they are pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.